Event description:
It was reported that the image of the subject device flashed with the shaking of the camera head, and the device could not be used normally. The issue was found during the morning of the event date in the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1/facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h4, h6, h11. Corrected fields: d9. The device was not returned to olympus for inspection and the reported failure (image flushes, when the camera head is shaken) was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.